Event description:
It was reported that the customer's insulin pump had a motor error alarm and it was stuck in the prime mode. Assisted the customer to clear the alarm and rewind, but the insulin pump alarmed an error. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during prime as a result of a loose motor support disk.